Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery with heavy calcification and heavy tortuosity. The 2.75x33mm xience prime stent delivery system (sds) was advanced to the target lesion and the stent was implanted; however, a distal edge dissection was observed. Therefore, an unspecified stent was implanted to treat the dissection. There was no adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.